Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 30 to 40 mg/dl. The customer stated that there were no issues with the insulin pump and that the cause of low blood glucose was the customer's mistake in not treating the predictive low blood glucose alarms. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.